Event description:
It was reported by service report that the head siderail was unable to latch in upright position. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Siderail latch assembles. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.